Event description:
IV tubing connected to nipride and pump was alarming "occluded upstream." Rn noted that the tubing was kinked just above the blue hub causing an occlusion. The tubing appeared to have a weakened area.